Manufacturer narrative:
Eval: method - device history record review. Results - device history record review found no similar issues during the manufacturing or package process of this lot number.

Event description:
The event is reported as: the heater overheated and caused the breathing circuit to melt while being used on a patient. The nurse found the upper part of the high flow circuit melted and stuck to the bed linen. The patient's oxygen saturation level decreased. The patient was given oxygen via bag and mask, the patient's oxygen saturation increased. The complaint alleges that there was no alarm. It is reported that the patient is doing fine.